Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. Reportedly, the customer loaded cold insulin into the cartridge. Inaccurate. Blood glucose was not impacted. Customer declined troubleshooting with tandem technical support.